Event description:
A report was received that while trying to open the spacer during the initial procedure it separated into three pieces. All pieces of the spacer were removed from the patient and a new spacer was successfully implanted. The spacer will not be returned as it was retained by the medical facility.